Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal fentanyl (concentration 5000mcg/ml; dose 425.5mcg/day) via an implantable infusion pump. Indication for use was non-malignant pain and failed back surgery syndrome. A pump motor stall occurred and did not recover resulting in pump tube set. The patient reported the motor stall to the hcp on (B)(6) 2015 as the patient saw the error code 8476 and 8532 on the personal therapy manager (ptm). The patient presented to the hcp office on (B)(6) 2015 at which time the pump was interrogated. The pump logs were provided which confirmed the event showing messages of "motor stall occurred" and "stopped pump period may exceed tube set'. It was unknown what caused the motor stall to occur. The managing hcp planned to reduce the pump to minimum rate and replace it soon with a new pump. The device issue was not resolved. No patient symptoms were reported. Patient status at the time of the report was alive with no injury. Additional information has been requested but was not available at the time of this report.